Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician could not cross the lesion with a 2.5x20mm liberte bare stent. The stent passed the introducer but did not cross the lesion. The physician decided to withdraw the stent outside the patient's body in order to pass the maverick balloon. In the physician's opinion, during the withdrawal, the stent possibly hooked at the catheter and strut damage occurred. The stent damage was noticed outside the patient's body. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status listed "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.